Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pain, menorrhagia, dysmenorrhea, stress urinary incontinence, prolapse, cystocele, rectocele, enterocele, fecal and urinary incontinence, urethral hypermobility and interstitial cystitis, and mesh was implanted along with the concurrent procedures of total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced pain and painful sex. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.